Event description:
It was reported to philips that system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system was not booting up. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the system software is not booting up. The philips field service engineer (fse) checked the system onsite and found that the system software was corrupted and system not able to boot up normally. To resolve the issue, the fse reloaded the full system software, uploaded system configuration and calibration files. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.